Event description:
It was reported that during a coiling of a wide neck aneurysm in the anterior communicating artery, the first stent attempted could no be placed and was removed without any issue. A second stent was placed with ease and the aneurysm was successfully filled with gdc coils (device in question). Patient status is reported as "ok", with the exception of "a light deficit in movement of the left leg." It was reported that the deficit in movement of the left leg was due to a small infraction.

Manufacturer narrative:
Device code: other-for no allegation of any device malfunction or non conformance that contributed to the event. Related MFR repots filed for this event: transend 300 floppy guidewire: 2939204-2008-00493. Neuroform 3.5 x 15 mm: 2939204-2008-00491. Neuroform 3.5 x 20mm stent: 2939204-2008-00494.